Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture with presence of complex fluid surrounding the implant, capsular contracture grade IV asymmetrical appearance with firm area, fibrocystic with multiple cysts, enlarged left axillary lymph nodes measuring 23 x 18mm and delayed seroma. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV," "seroma-late," and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, lymphadenopathy, and device rupture.

Event description:
Healthcare professional reported "rupture with presence of complex fluid surrounding the implant, capsular contracture grade IV asymmetrical appearance with firm area, fibrocystic with multiple cysts, enlarged left axillary lymph nodes measuring 23 x 18mm and delayed seroma." This record is for the left side. Device has been explanted.